Manufacturer narrative:
The date of the event was not reported to ascent healthcare solutions, therefore the date reported was entered as the event date. The device was also returned without any packaging, therefore the lot number could not be identified. The returned device was visually inspected and found to have separation at the tube-to-port junctions. Function testing was performed and the device failed inflation testing.

Event description:
The tourniquet cuff failed during a total knee surgery. No pt injury was reported.